Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking to have data from this pacemaker analyzed as it exhibited oversensing of t-waves that seems to be intermittent in nature, with variant amplitudes. Chest x-ray imaging was provided for review, as it is suspected that the oversensing could be related to a mechanical issue, when the leads touch each other and an abandoned right ventricular (rv) lead hits the ring electrode. It was noted that the t-wave oversensing occurred last year after a revision on the right atrial (ra) and right ventricular (rv) leads were performed. Additionally, all the laboratory tests performed on this patient show results withing normal ranges. Lead replacement could be performed in the future, but at this time, there is no evidence to suggest that a surgical intervention has been performed. No adverse patient effects were reported. The device remains in service. Additional information was received. Ts reviewed data from this device and confirmed that oversensing is seen on the ventricular channel and explained that based on x-ray imaging, the current position of the 2 rv leads implanted in this patient could lead to noise. Reprogramming was recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking to have data from this pacemaker analyzed as it exhibited oversensing of t-waves that seems to be intermittent in nature, with variant amplitudes. Chest x-ray imaging was provided for review, as it is suspected that the oversensing could be related to a mechanical issue, when the leads touch each other and an abandoned right ventricular (rv) lead hits the ring electrode. It was noted that the t-wave oversensing occurred last year after a revision on the right atrial (ra) and right ventricular (rv) leads were performed. Additionally, all the laboratory tests performed on this patient show results withing normal ranges. Lead replacement could be performed in the future, but at this time, there is no evidence to suggest that a surgical intervention has been performed. No adverse patient effects were reported. The device remains in service.